Event description:
In 2009, the patient reported she received an e4 (occlusion) error on her insulin device during a bolus. She stated she had an elevated blood glucose reading in the 200's mg/dl with her normal range being 140-180 mg/dl. She said her infusion headset has been in use for 2-3 days. She was advised to change her headset every 2 days. She removed her headset and stated she noticed blood and bruising. She changed her tubing and headset and was able to prime without error. She delivered the remainder of her correction bolus. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.